Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2010, product type pump. Product ID 8596sc, implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from an healthcare provider (hcp), via a company representative, regarding a patient who was receiving hydromorphone (50 mg/ml) at 9.992 mg/day and bupivacaine (40 mg/ml) at 7.99 mg/day via an implantable pump. Indications for use included non-malignant pain and failed back surgery syndrome. Medical history and concomitant medications were not reported. On (B)(6) 2015, during pump replacement (see manufacturer's report number 3004209178-2015-23059), the hcp could not aspirate the catheter. The hcp also wanted to replace the pump connector; they thought that they saw what may have been a kink, so they removed an extra amount (a total of 18.5 cm) to remove that section as well. A new section of a proximal catheter was used, of which 45 cm was removed; the resultant total catheter length implanted was 96.6 cm. Subsequently, the hcp still could not aspirate from the catheter, but was comfortable that it was patent, and they elected not to replace it; it was unknown if the difficulty aspirating the catheter was related to the drug. No patient symptoms were reported and there were no therapy concerns. The pump was filled with saline, and was to be refilled on (B)(6) 2015. Assistance regarding a priming bolus was requested; based on the catheter length, a 0.213 ml was calculated to deliver over a duration of approximately 2 hours 35 minutes to clear the drug in the catheter. On (B)(6) 2015, a request regarding verification that a full priming bolus should be done was made; it was reviewed that, if the last bolus to bridge remaining contents was complete, and since saline was placed in the pump yesterday, a full prime would be needed. It was reviewed that, with a full prime, the patient may receive some drug as a bolus because of mixing; therefore, the patient should be monitored.